Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to exchange the nail. Exchange of the nail does not indicate a defect in the product or a failure of the implant. Properly treated infections represent a minimal risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2018 that a sign im nail implanted to repair a fracture was replaced due to an infection. The im nail was replaced with a 10mm x 320mm fin nail per the sign technique manual.